Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, fentanyl, clonidine and bupivcaine via an implantable pump. The patient¿s boluses were 12 per day. The indication for use was non-malignant pain. The patient reported that they were having an issue with their communicator. The patient was advised by a company representative to request a replacement communicator today at their pump refill. The agent asked if the handset lags at 90%, and the patient said no; they "had that before but it was not getting that far". The patient stated that it takes forever to connect, and they tried to reset their entire device. The patient stated that "it was not finding it" and "shutting off the communicator". The patient mentioned that it was "taking a full 2 minutes or more to get to deliver pump dose". The patient added that this has been going on for at least past 3 weeks. The agent reviewed device function and walked the caller through in clearing data. The patient was able to connect to the pump faster. The patient will monitor lag issue and call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they were experiencing connection lag issue the past few months since december or january. Patient mentioned they reached out to the medtronic rep in january and was informed how to do clear data. Patient mentioned that "it does help" but they were still having the same issue. Agent reviewed connection issue with patient. Patient understood and was able to confirm where to go in settings to clear data.